Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation: rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported right side rupture. The device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: underweight, broken shell, missing shell and red particles. A visual and microscopic analysis was performed which identified sharp broken on posterior due to a surgical impact opening, for the non-penetrating nicks in the shell, creases fold. A dimension measurement in the shell was performed which identify the thickness within specification. Base on the device analysis the final assessment is: a sharp broken on posterior due to a surgical impact opening. Missing shell due to inconclusive.

Event description:
Physician reported right side rupture. The device has been explanted.